Event description:
It was reported by the patient that their device "went off" and that now they have an irregular heart rate. The device remains active. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.